Manufacturer narrative:
The console was not returned for analysis; however, this console was serviced at the customer's facility by a field service engineer (fse). During testing, the fse identified that the fuse in the cooling system was tripping therefore the reported clinical observation was confirmed. The review completed on the device history record for this console confirmed that it met specification prior to release, and the most recent console inspection found it to be fully functional with no issues. According to the device instructions for use (IFU), the IFU warns: the holmium laser light and its reflections are potential burn hazards and can ignite flammable materials. Use extreme caution when operating the system with covers opened or removed. The covers contain the beam and reflections safely within the console. Only those persons required should be present during servicing and eye protection that safely attenuates the holmium wave-lengths must be worn by all present. Based on the information available, it is likely that the identified malfunctioning fuse could have affected the device performance leading to the reported clinical observation. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the system was noisy and white smoke came out from the left of the front of the console. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
The console was not returned for analysis; however, this console was serviced at the customer's facility by a field service engineer (fse). During testing, the fse identified that the fuse in the cooling system was tripping therefore the reported clinical observation was confirmed. A device history record was reviewed for this console, and it confirmed that the console met specifications prior to release. A labeling review was completed, and the instructions for use includes specific warnings related to smoking, such as "the treatment beam can ignite most non-metallic materials. Use fire retardant drapes and gowns. The area around the treatment site can be protected with towel or gauze sponges moistened with sterile saline solution or sterile water. If allowed to dry, protective towels and sponges can increase the potential fire hazard." A risk review was completed, and it confirmed that the event of smoking is a known event defined in the product's risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the console. Based on the information available, it is likely that the identified malfunctioning fuse could have affected the device performance leading to the reported clinical observation. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the system was noisy and white smoke came out from the left of the front of the console. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that the system was noisy and white smoke came out from the left of the front of the console. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.